Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-oct-2021. The most recent information was received on 27-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy (positive patch test)') in a female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), musculoskeletal pain ("joint and muscle pain"), bronchitis ("bronchitis"), ear pruritus ("itching in the ear canal"), dry mouth ("dry mouth"), palpitations ("palpitation"), tongue pruritus ("itching of the tongue"), tongue eruption ("occasional appearance of pimples on the tongue"), blindness ("loss of vision") and vaginal haemorrhage ("before menopause, haemorrhagic discharge"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the allergy to metals, musculoskeletal pain, ear pruritus, dry mouth, palpitations, tongue pruritus, tongue eruption, blindness and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for allergy to metals, blindness, bronchitis, dry mouth, ear pruritus, musculoskeletal pain, palpitations, tongue eruption, tongue pruritus and vaginal haemorrhage with essure. The reporter commented: period of occurrence was difficult to define diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Lot number: 893024, manufacturing date: 2011-08, and expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy (positive patch test)') in a female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), musculoskeletal pain ("joint and muscle pain"), bronchitis ("bronchitis"), ear pruritus ("itching in the ear canal"), dry mouth ("dry mouth"), palpitations ("palpitation"), tongue pruritus ("itching of the tongue"), tongue eruption ("occasional appearance of pimples on the tongue"), blindness ("loss of vision") and vaginal haemorrhage ("before menopause, haemorrhagic discharge"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the allergy to metals, musculoskeletal pain, ear pruritus, dry mouth, palpitations, tongue pruritus, tongue eruption, blindness and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for allergy to metals, blindness, bronchitis, dry mouth, ear pruritus, musculoskeletal pain, palpitations, tongue eruption, tongue pruritus and vaginal haemorrhage with essure. The reporter commented: period of occurrence was difficult to define diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.